Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and it was found that the power cord was loose. The power cord was re-connected. The ventilator passed self-testing.

Event description:
It was reported that the ventilator became inoperable. The ventilator was not on a patient at the time of the event.